Manufacturer narrative:
For 1 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the control board was replaced. For 2 of the reported events, ge healthcare provided a proposal to make repairs, but the customer has not accepted or has rejected the repairs. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced therapeutic output failure. 2 units were reported for an internal error preventing mechanical ventilation, 1 unit was reported for a malfunction causing a loss of mechanical ventilation. These reports were received from various sources. Of the 3 events, 2 did not involve patients, 1 did involve a patient. There was no patient information available.